Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, strong resistance was encountered during advancing. The physician decided to stop advancing the device to avoid stent dislodgement. Moreover, when the device was remove from the patient's body, the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.